Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_ens_stimulator, product type: external neurostimulator. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3888-45, lot# v143279, implanted: (B)(6)2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37082-20, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3888-33, lot# v248575, implanted: (B)(6)2009, product type: lead. Product ID: 977d160, serial# (B)(4), product type: screening device. Product ID: neu_ens_stimulator, product type: external neurostimulator. (B)(4).

Event description:
It was reported that there was a surging sensation. The patient was undergoing a trial to take care of a new pain pattern. They felt surging when both the trial leads and the permanent epidural lead were on. The manufacturer representative (rep) noted that they programmed them to the same rate but that did not resolve the issue. It was later reported that the patient ran the trail system independently of the permanent system. If additional information is received, the event will be updated and a follow-up report will be sent if needed.